Event description:
The reporter contacted animas on (B)(6) 2012 reporting that the patient went in the pool and the keypad is no longer responding to presses. The patient reportedly wore the pump exterior to a garment and did not clean the pump. This report is made based on the allegation of the keypad response issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation follow-up #1 submitted (B)(4) 2012. The cartridge was returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: testing was unable to duplicate the reported problem of an unresponsive keypad. No damage or peeling observed to the keypad; it is fully intact. All keys are responsive to user input and have spring-back and click. The audio bolus button is detached; corrosion observed around the bolus button contact. Bolus button leak was found during leak testing. Removed keypad; no visible contamination was observed under the key contacts. Removed pump cover to examine for internal moisture; internal moisture was found.